Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is having issues with sensor. Customer stated the insulin pump is not communicating with the transmitter. Receiving a lost sensor alert after the initial period completed. Customer unsure if cannula is still in the skin, referred to physician. The blood glucose reading was 127 mg/dl. Nothing further reported.